Event description:
It was reported that this pacemaker triggered a lead safety switch (lss) due to high out of range pacing impedance measurements of 2146ohms in the right ventricular (rv) channel. Technical services (ts) was contacted and noted spikes in the impedance measurements. Follow up with the physician was recommended. This pacemaker remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker triggered a lead safety switch (lss) due to high out of range pacing impedance measurements of 2146ohms in the right ventricular (rv) channel. Technical services (ts) was contacted and noted spikes in the impedance measurements. Follow up with the physician was recommended. This pacemaker remains in service. No adverse patient effects were reported. Additional information received detailed the patient was advised to go to the emergency room (ER). No adverse patient effects were reported. Furthermore, information received noted this device was explanted and successfully replaced. No additional adverse patient effects were reported.